Event description:
Oncologist reports a 2ml/hr infusor containing 2000mg of 5fu in d5w to a total volume of 48ml overinfused over 6 hrs. Oncologist states the pt "suffered no adverse effect" from the overinfusion.